Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak noted above the connection of an IV tubing, presumed to mean above the connection to another set. The customer stated the infusion was about half way through and that attempts to tighten the connection increased the leakage. The tubing was changed and the infusion was completed without incident. There is no report of patient harm.

Manufacturer narrative:
Additional information provided.